Event description:
It was reported that a wireless battery module experienced fluid intrusion. There was no reported patient incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter an an evaluation was performed. The evaluation confirmed and reproduced the reported symptom fluid intrusion. Investigation revealed corrosion on the wireless module flex as a result of fluid intrusion. The wireless battery module flex assembly was replaced.